Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that when the time and date were corrected, the customer powered down the system and it would not boot up again. There is no report of injury or death associated with the event described in this complaint.